Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy, after firing the device, the handle jammed and would not release clips. Manipulated device until removed from tissue. There was no consequence to the patient.